Event description:
Pt was undergoing an outpatient diagnostic laparoscopy. Upon introduction of the trocar, the mesentary vessel and sacral promentory vessel were lacerated requiring a laparotomy for repair. It should be noted the surgeon felt the trocar tip did not retract appropriately, however, rptr was unable to duplicate this later.